Event description:
Extreme aching pain in the knee [knee pain]. Case narrative: this case was cross referenced with case ID: (B)(4) and (B)(4) (cluster). Initial information received on 01-aug-2018 from united states regarding an unsolicited valid serious case received from a nurse. This case involves a (B)(6) years old male patient who experienced extreme aching pain in the knee, after receiving injection of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) at 6ml 1x (lot and indication- unknown). On (B)(6) 2018, the patient developed extreme aching pain in the knee (latency: 3 days). On (B)(6) 2018, the patient came to the clinic and 60ml of normal looking synovial fluid was aspirated from his knee and was given a steroid shot. The nurse spoke with the patient this morning and reported that he was feeling much better. Corrective treatment: steroid shot. Seriousness criterion: required intervention. Outcome: recovering/resolving. A product technical complaint was initiated on (B)(6) 2018 for synvisc one, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was still required. Additional information was received on 13-aug-2018. Global ptc number was received. Ptc details were updated. Follow up information received on 05-dec-2018. Related case ID added. Follow up received on 10-dec-2018. No new information received.